Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of intratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio: 5.1, reference: 6.8, mean: 5.95. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Conclusion: data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values exceeding ir 5.0. The degree of trueness of the inr generally is reduced in any system. Hyperthyroidism would affect inratio testing result as described in product warning. There is insufficient information to determine the root cause of customer's test result discrepancy. As of 03/25/2010, 21 discrepant result complaints were reported for lot #216963 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.